Event description:
Per the physician's report, this patient developed a chronic otomastoiditis which lead to tympanic membrane perforation and electrode array migration. The surgeon explanted the device in 2006 and reimplanted a new device on the same day.